Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, the patient's blood glucose was high on that day, he noticed that there were air bubbles on the tubing, so he changed it, but he got insulin flow blocked alarm during fill tubing. The current bg value at the time of event was reported as 288 mg/dl. The event occurred on 17-jun-2024. The patient changed the set and reservoir to troubleshoot the issue. The patient had a plunger available and pushed insulin through the tubing and observed that insulin does not exit. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).